Event description:
Customer reported 4 broken blades from the same lot. No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 004551004 rusch greenlite disposable metal mac 4 for investigation. The sample was returned unopened in its original packaging. Visual examination revealed the light guide was broken as there were several broken pieces in the packaging. The device history record of lot 2010341 was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The rusch greenlite instructions for use (IFU) states, "do not sterilize or autoclave. This product is not suitable for an MRI environment. Do not use if individual unit has been opened or damaged. Only personnel adequately trained to perform tracheal intubation should use laryngoscopes." The reported complaint of a broken blade prior to use is confirmed. The sample was returned unopened in its original packaging. The light guide was broken and there were several broken pieces in the packaging. Based on the damage observed, the root cause was determined to be packaging. A CAPA was initiated for an increase in greenlite breakage complaints. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
Customer reported 4 broken blades from the same lot. No patient involement reported.